Manufacturer narrative:
Correction: h6 missing clinical codes in initial report

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking safe lock apd adapter. The patient was subsequently hospitalized for peritonitis. The peritoneal dialysis registered nurse (pdrn) attributes causality to the apd adapter leaking while connected to a bag of baxter solution. Upon follow up, the patient confirmed the reported fluid leak event was discovered on the connection between the adapter and baxter bag after disconnecting from the baxter bag at the end of treatment. There were no other leaks found including the baxter bag and the cycler did not alarm. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation. The discharge summary was received and reported the patient was transported by emergency medical services (ems) to the emergency room (ER) with abdominal pain (given morphine), nausea (given ondansetron), diarrhea, hyperglycemia (glucose = 339 mmol/l) and hypertension (blood pressure =195/84). A peritoneal effluent fluid culture was obtained, and the patient was admitted to the telemetry unit for acute bacterial peritonitis and started on intravenous (IV) vancomycin and ceftazidime (dose, frequency, duration not provided). Once admitted the patient was found to be hyponatremic due to the patient¿s uncontrolled diabetes (monitored and improved during admission), and hypokalemia due to the diarrhea. The patient was treated with IV potassium and the issues resolved. The patient¿s peritoneal effluent fluid cultures returned positive for coagulase negative staphylococcus, and the patient¿s ceftazidime was discontinued (date not provided). The patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged in stable condition on 9/apr/2021 with intraperitoneal (ip) vancomycin 1000 mg every 7 days for approximately 3 weeks and phenergan for nausea and vomiting.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fresenius adapter, and the adverse events of peritonitis (characterized by abdominal pain, nausea) and diarrhea (cause not provided) which required hospitalization. The pdrn attributed causality to a leak between a bag of baxter solution, and a fresenius adapter, however the product was discarded and is therefore unavailable for manufacturer evaluation and/or inspection. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. Based on the limited information available, the fresenius adapter cannot be excluded from having a possible causal and/or contributory role in the events. Presently, there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the pdrn¿s allegation and the lack of a manufacturer evaluation of the suspect product(s), there is insufficient evidence to exclude the fresenius adapter from the serious adverse events. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking safe lock apd adapter. The patient was subsequently hospitalized for peritonitis. The peritoneal dialysis registered nurse (pdrn) attributes causality to the apd adapter leaking while connected to a bag of baxter solution. Upon follow up, the patient confirmed the reported fluid leak event was discovered on the connection between the adapter and baxter bag after disconnecting from the baxter bag at the end of treatment. There were no other leaks found including the baxter bag and the cycler did not alarm. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation. The discharge summary was received and reported the patient was transported by emergency medical services (ems) to the emergency room (ER) with abdominal pain (given morphine), nausea (given ondansetron), diarrhea, hyperglycemia (glucose = 339 mmol/l) and hypertension (blood pressure =195/84). A peritoneal effluent fluid culture was obtained, and the patient was admitted to the telemetry unit for acute bacterial peritonitis and started on intravenous (IV) vancomycin and ceftazidime (dose, frequency, duration not provided). Once admitted the patient was found to be hyponatremic due to the patient¿s uncontrolled diabetes (monitored and improved during admission), and hypokalemia due to the diarrhea. The patient was treated with IV potassium and the issues resolved. The patient¿s peritoneal effluent fluid cultures returned positive for coagulase negative staphylococcus, and the patient¿s ceftazidime was discontinued (date not provided). The patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged in stable condition on 9/apr/2021 with intraperitoneal (ip) vancomycin 1000 mg every 7 days for approximately 3 weeks and phenergan for nausea and vomiting.